Manufacturer narrative:
The lot number was provided. The device history records were reviewed and there was nothing found to indicate there was a manufacturing-related cause for this event. The lot met all release criteria. This is the only complaint reported for this lot number for this failure mode to date. The catheter was returned within the customer's introducer sheath. The investigation is confirmed for retraction issues, as the catheter could not be retracted from the returned sheath; however, the catheter was able to be advanced and retracted through an in-house sheath with only slight resistance. Based upon the bulbous appearance of the distal tip of the balloon, it is unknown if the balloon was fully deflated upon retraction, which may have caused or contributed to the reported retraction issues. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.

Event description:
It was reported that the pta balloon could not be retracted through the sheath after use in the subclavian vein. The sheath and balloon were removed as a single unit without further incident. Another balloon was used to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The health professional at the user facility did not have any additional details to provide at this time.